Event description:
It was reported that after connecting the device to the competitors lead the physician wanted to test the device. When using dc fibber the device stopped it directly. The t wave shock was delivered and an alert was observed for possible damage at the hv circuit. This device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of output anomaly was confirmed in the laboratory via review of data logs. Testing showed the device to be normal. The device was tested on the bench and automated test equipment and no anomalies were found. It is believed the output anomaly was caused by a lead anomaly. (B)(4).